Event description:
It was reported that the right ventricular (rv) lead had a few non-sustained ventricular tachycardia (vt) episodes due to t-wave oversensing (twos) post ventricular sense. Follow up with the physician's office indicated that no reprogramming was done. The lead remains in use. No patient complications have been reported as a result of this event.